Event description:
During an ovarian resection procedure, the balloon had been broken and did not blow up. Another device was used to complete the case. There were no adverse consequences to the pt. No device returning.